Event description:
Patient later reported right side no complaint against the device. Device remains implanted.

Event description:
Patient representative later reported liquid accumulation and capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g1, g2, h6. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma; capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.

Event description:
Device was explanted.

Event description:
Patient reported left side "minimal amount of liquid around the implant". Device remains implanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.